Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with abdominal pain. Upon interrogation, the right ventricular lead exhibited loss of capture and had perforated the heart. The lead was repositioned successfully. The patient was fine.